Event description:
It was reported that the ventilators wheel on the cart was broken. The patient involvement is unknown. (B)(4).

Manufacturer narrative:
The reported unit was investigated at the hospital by our field service engineer, the wheel was replaced which resolved the problem. A broken wheel on the ventilator cart could in worst case scenario lead the cart to tip over, causing extubation or injury. Information was received that it was the wheel brake that was found broken. The replaced wheel was discarded, no pictures, or replaced goods are available for investigation. The reported unit was manufactured in the year 2012, the cause of how or why the wheel brake broke cannot be established by this evaluation.

Event description:
Manufacturer ref.#: (B)(4).